Manufacturer narrative:
Event date is estimated. The whole system was explanted due to ineffective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000119007

Event description:
It was reported that the patient was experiencing ineffective relief from their scs system. The patient was expecting to have a spinal fusion surgery and was opting to have the system explanted. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's scs system was explanted.